Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a same day post implant check revealed that the right atrial (ra) lead dislodged and had fallen into the right ventricle. The ra lead was repositioned the same day and remains in use. No patient complications have been reported as a result of this event.